Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 476 mg/dl. The customer was treated with manual injection. The insulin pump showed no signs of damage and had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the compartment and spring were not damaged or corroded. The parent was advised to clean the battery contacts and insert a new battery. The display returned. After changing the battery a second and third time, the display had not returned. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.